Event description:
A malfunction was reported on the pump, but no significant events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the customer on backup insulin delivery using multiple daily injections (mdi).